Event description:
Surgeon reports a patient experienced a dark temporal shadow following intraocular lens (iol) implant surgery. Two months following surgery, the lens was removed and replaced with a different iol (model not provided). The reported symptoms resolved following the lens exchange. Additional information has been requested.